Event description:
CPAP device # developed electrical short in power supply - resmed power supplies for all 2005 and many 2006 devices were re-called as a voluntary measure but resmed continues to put out potentially dangerous - fire breeding devices - they have not fixed the problem - rather seemed to be just appeasing the market with an ineffective re-call while leaving dangerous devices to fail. Dates of use: 2006 to 2009. Diagnosis or reason for use: osa. Event abated after use stopped: yes.